Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Technical services (ts) was consulted and explained there could be a possible conduction change. The lead remains in service. No adverse patient effects were reported.